Event description:
It was reported that air introduction occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned across the septum without difficulty and while removing the dilator the patient, who was under conscious sedation, took a deep breath in and sucked air into the sheath. The air was immediately aspirated from the sheath but st elevation was noted. The patient received chest compressions due to complete heart block. A temporary pacemaker was placed and within a few minutes the patient's rhythm became stable and the pacemaker was removed. The patient was stable at the time and a heart cath was completed and showed no signs of any issues. The device implant procedure was aborted. The patient woke up with left sided weakness so they were admitted for a neuro consult.